Event description:
Clinical study. Same case as 6000089-2006-00130. Two hundred twenty-four days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Target lesion 1 was a 3.00 mm, 99% stenosed portion of the distal right coronary artery (dist rca). The dr treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x 24mm drug eluting stent in the target lesion. Target lesion 2 was a 3.00mm, 70% stenosed portion of the mid- right coronary artery (mid rca). The dr treated the lesion with direct stenting and successful placement of a taxus express2 8/8% 3.00x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Two hundred twenty- four days after the initial procedure the pt required a tvr for instent restenosis. The dr successfully placed a johnson & johnson cypher stent in the dist rca to treat focal restenosis and proximal edge stenosis. The pt was discharged the next day. In the opinion of the dr the relationship of the restenosis to the taxus stent is probable.